Manufacturer narrative:
Device remains implanted in the patient.

Event description:
A report was received that the patient was experiencing discomfort at the clik anchor site and underwent a revision procedure. No devices were implanted or explanted during the procedure. It was reported that the event was not associated with a device deficiency or adverse event. No further information will be provided.